Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no b30 scope communication code found during the device evaluation. However, the unit sustained notable wear and tear. The device had been scratched, chipped, and deformed. The angle wire was elongated in such a way that brought the bending angle out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus endoeye flex deflectable videoscope began displaying a b30 scope communication error during a therapeutic procedure. The initial reporter confirmed that the procedure was completed using another device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in august 2022. Although it was determined that the defect was likely caused by damage of the image sensor unit or breakage of the mounting components of the electric board due to stress, external factors, or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.